Manufacturer narrative:
Correction to: a1, b5, b6, b7, d1, d2 (common device name), e3, h1, h3. Additional information: d4 (UDI number), e1 (middle name, address), g5 (PMA/501k), h6 (patient codes, device codes, results and conclusion codes) the implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during surgery, upon insertion into the disc space, the implant dislodged from the inserter prematurely and disassembled. There was no reported patient harm or additional impact to surgery.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The product was not received at ldr medical. No visual and functional evaluation could be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided by the reporter, based on the product history records, the review of the case with the product manager on december, 14th 2018 and the recurrence of this type of event for this implant, the likely cause for the event is unknown with the hypothesis of a user error. Indeed, the reporter indicated that the surgeon did not used the mobi-c distraction forceps and he does not know if the disc space was under distraction. However, in the surgical technique, it's indicated to use this instrument to implant correctly the device. Moreover, it's the inferior plate that disassembled in first and according to the product manager, this disassembly could be due to a rotational movement which increase the risk of a disassembly. However, this hypothesis could not be validated. The root cause is unknown with the hypothesis of a user error. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Device not returned.

Event description:
Mobi-c p&f us : disassembled during insertion. From information provided by the reporter, upon implantation of the mobi-c device, the bottom endplate of the implant disengaged from the peek holder. Implant removed and replaced by a new one. Delay10 min; no impact on the patient. Additional information received on december, 14th 2018: no information about the current state of the health of the patient. The size of the second implant was 17x17x5, same size as the first because that is what the surgeon requested. The reporter does not remember what levels were involved. Depth stop was set to zero. Surgical technique was followed according to the reporter. The reporter doesn't know if the disc space was under distraction. Surgeon did not tell the reporter whether they were experiencing resistance while inserting prosthesis: no difference in steps between first and second implant; the reporter does not know about any rotation during implantation; mobi-c no touch level was not used;. Surgeon did not use mobi-c distraction forceps; no x-rays available.